Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high pacing impedance and high threshold. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition.